Event description:
A hospital pharmacist reported an intraocular lens (iol) was removed during surgery following a posterior capsule tear. The reporter was not able to provide further details. Additional info has been requested to the customer, but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested to the customer, but not received to date. (B)(4).